Event description:
After broaching, a size 8 standard femoral hip was inserted and sank lower into femoral canal than desired. It was removed, the canal was re-broached up to a 9, and a size 9 standard femoral stem was inserted.